Event description:
09-jan-2021 12:17:33 rv lead integrity waring: 2 or more high rate-ns episodes less than 220 ms. Sensing integrity counter greater than or equal to 30 in 3 days. 02-dec-2020 15:20:44 rv lead integrity warning: 2 or more high rate-ns episodes less than 220 ms. Sensing integrity counter greater than or equal to 30 in 3 days. 604451824. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).